Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : today, this instrument was broken. The red knob came loose when the implant was to be attached to the insertion device. No injury to the patient, new five-urine layer was in place. A spare femoral introducer was able to be used. The device associated with this report was returned to depuy synthes for evaluation. Visual investigation of the returned device found that the side red knob of the attune femoral introducer was broken, signs of loose were not observed. The broken fragment was returned. No other defects were observed. The potential cause is associated with high cycle fatigue of the ml slide screw on either side of the cross pin, where the cross-sectional area is the smallest. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test could not be performed as the mating devices were not returned. The overall complaint was confirmed as the observed condition of the attune femoral introducer would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot quantity manufactured: (B)(4). Date of manufacture: aug 19 2020. Any anomalies or deviations identified in DHR: none. IFU reference: IFU-0902-00-836. Device history review : quantity manufactured: (B)(4). Date of manufacture: aug 19 2020. Any anomalies or deviations identified in DHR: none. IFU reference: IFU-0902-00-836.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the red knob came loose when the implant was being attached to the insertion device. No injury to the patient, a spare femoral introducer was able to be used.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: h6 (medical device problem code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and stated that the red knob got loose when attaching the implant to the inducer. No delays were reported.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : today, this instrument was broken. The red knob came loose when the implant was to be attached to the insertion device. No injury to the patient, new five-urine layer was in place. A spare femoral introducer was able to be used. The photo was returned to depuy synthes for evaluation. Visual analysis of the photo revealed that attune femoral introducer has the side red knob broken, fragment can be observed on the provided evidence. The potential cause is associated with high cycle fatigue of the ml slide screw on either side of the cross pin, where the cross-sectional area is the smallest. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was confirmed as the observed condition of the attune femoral introducer would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a revision of the receiving inspection (ri) was performed for the finished device lot# ab5033075, and no non-conformances were identified.